Event description:
According to the information received, this valve was explanted due to endocarditis. The valve was replaced with a 19ahpj-505. Patient status is unknown. Additional information will be requested.